Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 400mg/dl at the time of incident. Customer is reporting a past event. Customer also reported alarm did not occur during manual prime. The customer reported that the no delivery alarm was resolved by changing reservoir and infusion set. The reservoir will not be returned for analysis.